Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 7 months. The patient remains on vad support. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced melena and a decreased hematocrit level. An esophagogastroduodenoscopy revealed an actively bleeding dieulafoy¿s lesion, which was treated with a clip. It was mentioned that the patient¿s hematocrit level remained stable when his anticoagulation was restarted and he did not require any transfusions. The patient was discharged to home on (B)(6) 2015.